Event description:
While nurses were administering pediatric immunizations using a vanishpoint syringe, they noticed a small black dot (tattoo) that would not rub off following the injections.======================manufacturer response for vanishpoint syringe, vanishpoint syringe (per site reporter).======================will review.